Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the physician attempted to place the left ventricular lead in the port, but it would not seal all the way in. The physician pulled a setscrew out and then realized that he was placing the lead in the right ventricular port. The physician had already requested a new device. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.